Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for escherichia coli in a patient coincident with extraneal and physioneal 40 therapies for continuous ambulatory peritoneal dialysis (capd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. It was not reported it a sample was taken prior to the initiation of antibiotic therapy. On an unreported date, the patient began remedial treatment with ceftazidime ip. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.